Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that the top becomes loose when places back into the tube. No patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that the top becomes loose when places back into the tube. No patient impact.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.